Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to use two separate devices and both devices produced malformed clips. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.